Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ optima injector n35-o the injector snapped/disconnected from syringe, the following information was provided by the initial reporter: phaseal optima ¿injector¿ snapped/disconnected from syringe, splattering cisplatin all over inside hood.

Manufacturer narrative:
H.6. Investigation summary: no physical samples that display the reported condition were provided for investigation. One photo which displays the injector was received. Through visual inspection, no damage or defects can be observed on the optima injector or luer threading that may have lead to the reported disconnection. A device history review was performed for lot 2110303, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd phaseal¿ optima injector n35-o the injector snapped/disconnected from syringe, the following information was provided by the initial reporter: phaseal optima ¿injector¿ snapped/disconnected from syringe, splattering cisplatin all over inside hood.